Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13363 addresses the rf3000 radiofrequency generator, and manufacturer report# 3005099803-2013-13730 addresses the leveen coaccess electrode. It was reported to boston scientific corporation on (B)(6) 2013 that an rf3000 radiofrequency generator and a leveen coaccess electrode were used during radiofrequency ablation (rfa) of a patient¿s right kidney on (B)(6) 2013. According to the complainant, the generator was on; however energy was not being delivered to leveen electrode. Therefore, roll-off could not be achieved. No error codes were observed. The procedure was not completed due to this event, and the procedure is going to be rescheduled. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
It was reported the patient is over 18 years. The complainant was unable to provide the suspect device upn and lot number; therefore, the device expiration and device manufactured dates are unknown. However, it was confirmed that the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.